Event description:
It was reported that the battery of this pacemaker was discovered to be prematurely depleting. Despite being implanted earlier in the year, the longevity had dropped drastically in-between follow-ups. Surgical intervention was performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.